Event description:
Left femoral arterial access was obtained under ultrasound guidance using a catheter-over-needle device from a central venous catheter kit. During securement with suture (described by clinician as suturing with 2 needle throws, one on each side of the catheter and after the second needle entry and attempting to secure the suture with a knot) the catheter sheared at the hub¿catheter junction, leaving a segment retained intra-arterially within the left femoral system. The catheter used is not intended by the manufacturer for indwelling arterial access. It is included in the central line kit for venous access. It was selected due to patient-specific factors, including small body habitus, which limited available arterial catheter options, as standard femoral arterial catheters were felt to be too long and radial arterial catheters too short for femoral use. In addition, upper-extremity contractures limited radial access. It is thought that a dedicated femoral arterial catheter would have offered the benefit of integrated suture wings to facilitate securement. Manufacturer response for teleflex pressure injectable arrowg+ard blue plus® two-lumen cvc, (brand not provided) (per site reporter). "As we discussed over the phone, this device is not indicated to be an indwelling device and is not indicated for arterial access. It in the insertion kit as an option to use for gaining access to a vein for central catheter insertion."